Manufacturer narrative:
The device was not returned to cardinal health for evaluation. The review of the lot history record (f1621503) indicated that there were no nonconformances related to the reported incident and the lot met all product specifications, including quality control acceptance criteria and sterilization prior to shipment. Access site pseudoaneurysms are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique and patient's compliance to decrease mobility of limb affected in order to promote coagulation. Patient and/or pharmacological factors are likely contributing factors to the pseudoaneurysm reported. According to the product instruction for use, prolonged access site-related bleeding is a potential risk associated with femoral artery closure procedures. Furthermore, users are instructed to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, apply additional compression as necessary. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the lot history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time. Should additional relevant information become available, a supplemental report may be filed.

Event description:
It was reported that a patient developed a 9mm pseudoaneurysm (psa) following closure with a mynxgrip 5f vascular closure device. The mynx device was being used for arterial closure following a diagnostic aorto-iliac femoral (aif) angiogram procedure. It was unknown if there were multiple stick attempts made before intravascular access was achieved or if there was a posterior vessel wall puncture; however, multiple sheath exchanges were not required during the procedure. Two days after the procedure, the patient went to the emergency room with groin pain. The psa was confirmed via ultrasound. A week later, the patient was treated with a thrombin injection; however, the psa did not immediately resolve and further evaluation was needed to determine follow-up treatments. The patient was not hospitalized for the event. At the time of this report, it was unknown if the psa had resolved. Additional information was requested, but was unknown.